Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 5 fr tl powerpicc catheter was returned for investigation. The catheter extended up to the 41 cm depth marker. An indented kink location was present at the 6.5 cm mark. Wear in the molded hub markings were observed along with dried use residue. One video sample of a 5 fr tl powerpicc catheter was also provided for evaluation. The video sample corresponds with the returned physical sample. The sample was flushed with water using a 12 ml syringe. Multiple leaks were observed when infusing through the power injectable lumen. The leaks were located between the 10 and 11 cm depth marker. Microscopic observation revealed four, slightly angled, longitudinal splits. An additional indentation/surface damage location was observed but did not cause a complete split. The splits were observed to be indentations leading into a rough material tear at the center of the compression. The catheter was cut longitudinally in order to observed the internal surface of the splits. The internal damage appeared to be more extensive than the visible outer split damage. Based on the condition of the returned sample, possible contributing factors include instrument damage or stylet damage during removal. Since splits were observed to be the cause of the leakage, the complaint is confirmed but the exact source of the damage remains unknown. A lot history review (lhr) of recv0789 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient who required long-term venous access, on december 6, a PICC trilumen catheter is installed, today the fluid leak begins at the insertion site, the attending physician is informed and the catheter is removed, when the device is verified, it is observed that it was broken on the way/body of catheter. Additional information, it was stated there was no need for medical or surgical intervention. The customer did not insert another catheter on the patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recv0789 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient who required long-term venous access, on december 6, a PICC trilumen catheter is installed, today the fluid leak begins at the insertion site, the attending physician is informed and the catheter is removed, when the device is verified, it is observed that it was broken on the way/body of catheter. Additional information, it was stated there was no need for medical or surgical intervention. The customer did not insert another catheter on the patient.